Event description:
It was reported that during a gall bladder procedure the device produced malformed clips. The event did not change the original intent of the procedure. There was no pt consequence.